Manufacturer narrative:
Device evaluated by MFR: a 32 x 3.00mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross the lesion occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 32 x 3.00 promus premier select stent was advanced, but could not cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable. However, the device returned and analysis revealed stent damage.